Event description:
It was reported that the accunet and an acculink were used in a left internal carotid artery procedure in 2005. During the procedure, the pt experienced right arm weakness and garbled speech, which was diagnosed as a stroke. An MRI confirmed the stroke. The pt's condition improved and the pt was transferred to a rehabilitation facility 14 days later.